Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty. The target lesion was located in radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
D4 - lot number: updated from 0030541586 to 0030089066. Device evaluated by MFR: mustang 7.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure of 20 atmospheres for 30 seconds using digital stopwatch without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 20 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification the rated burst pressure for this device is 20 atmospheres. A visual and tactile examination found the shaft of the device to be stretched beginning approximately 18mm proximal of the proximal balloon cone and extending approximately 40mm proximally along the shaft. This type of damage is consistent with excessive tensile force being applied to the device. No issues were noted with the tip section of the device. A visual examination found no damage or issues with the markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty. The target lesion was located in radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.